Event description:
As reported, patient had a 10f drainage catheter in their left small bowel. The catheter had been in place for approx 45 days. During a routine protocol exchange, it was noted that the catheter had fractured in two at the standard loop location. The suture string retained the catheter fragments. The catheter was removed and another was placed. The patient is fine and no complications resulted from this event. It has been reported that the used device will be returned for eval.

Manufacturer narrative:
It has been reported that the used device will be returned to navilyst medical for eval. To date, however, no sample has been obtained. Upon receipt of the sample and completion of the investigation, a supplemental medwatch will be submitted. (B)(4).